Event description:
It was reported that when the device was removed from the packaging, the guidewire (subject device) was found to be broken.

Manufacturer narrative:
Device MFR date unk as the batch/lot # was not provided.